Manufacturer narrative:
Concomitant medical products: 5568 lead, implanted (B)(6) 2007, 5076 lead, implanted (b)(6 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suspected experiencing diaphragmatic stimulation due to the left ventricular lead. Follow-up with the physician's office revealed the patient had not contacted the clinic about the concern, but the nurse noted if the lead was now causing stimulation and this is confirmed at an in-clinic device check, the lead will be reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.